Manufacturer narrative:
The customer reported that repeat testing was performed on another rl 1265 to confirm correct results and a corrected report was issued. The cause for the discrepant results is unknown.

Event description:
The customer reported discordant po2 results. There was no reported injury due to this event.